Event description:
A pt reported low inaccurate results with a one touch meter. In 2001, pt's blood glucose was 20mg/dl and 25mg/dl on the ot meter. Pt went to the hospital where the pt's blood glucose was 116mg/dl on hospital meter compare to 12mg/dl on the ot meter. Pt experienced chest pain and was reportedly treated with aspirin. No further info has been reported.